Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element would not activate to ligate branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: device codes: corrected from "failure to cut (2587)" to "failure to delivery energy (1211)". Internal complaint # (B)(4). Autonumber # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the harvesting tool handle. Heavy char and tissue material were observed on the jaws, mainly on the hot jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the tip and base. The silicone insulation was observed to be intact with no defects. No other visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure mode "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure mode "material twisted/bent; wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element would not activate to ligate branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.